Event description:
Md tried to remove the inner stylet of the drainage catheter after the catheter was placed into the patient and was unable to. The entire tube had to be removed and replaced. There was no harm to the patient. Clinical site notified the manufacturer rep directly.